Event description:
It was reported to boston scientific corporation that an advanix rx biliary preloaded double pigtail stent was implanted during a procedure on an unknown date. On (B)(6) 2024, during a scheduled endoscopic retrograde cholangiopancreatography (ercp) with a stent removal procedure, the physician was unable to remove the existing stent, and during the attempt at removal, the stent that was already in place broke off. The physician was only able to remove a part of the stent, while a part of the stent remained in the common bile duct. A second ercp procedure was scheduled to attempt the removal of the remaining part of the stent. The patient was admitted to the hospital for observation.

Manufacturer narrative:
Block g2: report source: the medwatch uf/importer report number is . Block h6: imdrf device code a0401 captures the reportable event of a broken stent. Imdrf device code a150207 captures the reportable event of failure to remove the stent. Imdrf patient code e20087 captures the reportable event of an unretrieved device fragment (udf) inside the patient. Imdrf impact code f08 captures the patient's prolonged hospitalization. Imdrf impact code f05 captures the second stent removal procedure.